Manufacturer narrative:
The customers account was visited to discuss this issue and proper restraint placement and use.

Event description:
It was alleged by the customer that a patient was injured during an ambulance accident as a result of the restraints that were being used at the time of the accident to secure the patient. It was alleged that the patient being transported suffered an ¿injured back¿ as a result of the accident.

Event description:
It was alleged by the customer that a patient was injured during an ambulance accident as a result of the restraints that were being used at the time of the accident to secure the patient. It was alleged that the patient being transported suffered an ¿injured back¿ as a result of the accident.